Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did provide inappropriate shock therapy. Device programming had been set-up as three zones with vt-1 at 150 monitor only, 180 vt, and vf of 210. This patient has had a history of crossing over from vt-1 sinust/atrial tachy. The patient received anti-tachycardia pacing (atp), then 1.1 joules shock which triggered atrial flutter, after which the patient then received three more 41 joules shocks. The first shock did convert the atrial flutter, and the other two were for the atrial driven rhythm. The patient was noted to have remained conscious during all the events. The following physician elected to re-program the device by taking out the monitor only zone and doubling the duration of the vt and vf zones.

Manufacturer narrative:
The resulting inappropriate shock did not cause an exhaustion of rescue therapy. No adverse patient effects were reported. Should additional information become available this event will be updated.